Event description:
The pump was returned for investigation. Evaluation revealed the pump booted to the display with a dim red color. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the display with a dim red color. The serial number label is detached/missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).